Manufacturer narrative:
(B)(4). The device passed the homechoice rite (return instrument test / evaluation) functional test but failed the rite electrical earth leakage current test. The assignable cause for rite test failure - earth leakage current was determined to be a defective pump. The device's service history record was reviewed and no issues were identified that may have contributed to the rite failure. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Manufacturer narrative:
(B)(4). The device/sample has been received for evaluation and a follow-up report will be submitted upon completion of the evaluation.

Event description:
During evaluation of the home choice (hc) device, the product analysis laboratory determined the hc machine system failed returned instrument test/evaluation testing due to a failure of the earth leakage current failed performance specification. During a call to the nurse to follow-up on the hp, it was revealed that the hp had passed away. On (B)(6) 2010, while hospitalized, the patient died. Per the nurse, the fatal events were unrelated to dianeal therapy.